Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("device moved/ device had started to move out of one of my fallopian tubes") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was wellbutrin (bupropion hydrochloride) for depression. In 2013, the patient had essure inserted. In 2016 she experienced heavy menstrual bleeding ("menstrual flooding"). In october 2021 she experienced device dislocation (seriousness criterion intervention required). Essure was removed in november 2021. The patient was treated with surgery (fallopian tubes surgically removed in november 2021.). In november 2021, all of the events had resolved. The reporter considered device dislocation and heavy menstrual bleeding to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: mr received : non-drug treatment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device moved/ device had started to move out of one of my fallopian tubes') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin) for depression. In 2013, the patient had essure inserted. In 2016, the patient experienced heavy menstrual bleeding ("menstrual flooding"), lasting 2131 days. On (B)(6) 2021, the patient experienced device dislocation (seriousness criterion intervention required), lasting 31 days. The patient was treated with surgery (fallopian tubes surgically removed on (B)(6) 2021). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the device dislocation and heavy menstrual bleeding had resolved. The reporter considered device dislocation and heavy menstrual bleeding to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.